Event description:
Marketing director received a call from a woman she obtained depuy spine phone number from the internet. Her husband had charite disc surgery last month (2007) in another country, he is experiencing problems, bowels and inability to use his legs. Contact requested the name of a surgeon in her area who could evaluate her husband. As an adverse outcome was reported an MDR is being filed to document this event.

Manufacturer narrative:
The device is not available for evaluation and no definitive conclusion can be made at this time. It cannot be determined whether the depuy spine device may have caused or contributed to the patients reported issues. Little information is known at this time.